Event description:
While hosp was working with the overhead counterpoise system, the ceilng flange/mount broke, causing the system to fall. It hit one of the techs in the head. As of this time, co does not know the condition of the tech. She has not returned to work since the accident. Medrad has called the hosp a couple of times trying to gather more info. Hosp stated they will contact medrad once they find out the techs condition.